Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the keypad cover was torn at the up arrow keypad button. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed that the battery compartment was cracked and the display screen was dim, fading, and discolored. Additionally, the vibratory alarm was not functioning. The pump casing was opened and the vibration motor was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and down arrow keypad buttons were intermittently responsive, there was contamination under the button contacts, the battery compartment was damaged, the display was dim and discolored, and the vibratory alarm was not functional. This report is made based on results of investigation completed on 06/10/2015.